Manufacturer narrative:
It was reported that the spectrum pump had a black screen with an error code displayed which was inadvertently omitted in b5 but accounted for in h10.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. The cause was identified to be an out of adjustment pressure plate travel which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification. Evaluation observed and found that the pump was able to be powered on with the ac and dc powers without any issues, and the device software functioned normally and the pump display had no lines, marks or failed pixels. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a delayed keypad response. The cause was identified to be a failed processor printed circuit board (pcb) which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The uf / importer report number is mw5095516. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse remdesivir (under emergency use authorization). A loading does of remdesivir was given at 2134 on (B)(6) 2020. The next morning it was noted that the intravenous (IV) bag hanging did not infuse. A new bag was prepared and started at 1207. There was patient involvement, but no known patient injury or medical intervention associated with this event. No additional information is available.